Event description:
It was reported that the not suitable for use on patients due to poor adhesiveness of arctic sun gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging label. Two photos were received for evaluation. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel layer on the right thigh pad had peeled off with the liner. A returned photo also confirms this issue as it shows a thigh pad with hydrogel stuck to the liner. Hydrogel was intact with all other pads and not separated. * no crushed dimples or signs of overlamination in the pads. * all pads except the right thigh pad had water in the channels, indicating that the pads were used. * one returned photo shows a sticker for a left chest pad, lot number ngjs0263 the instructions-for-use were found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. CAPA # 9743815 has been opened for this failure. Corrections- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the not suitable for use on patients due to poor adhesiveness of arctic sun gel pad.